Event description:
It was reported that the patient had her device replaced. She stated the neurostimulator became "so hot that you could not touch my skin, so it was replaced in late 2008," by her previous physician. The patient believed that the entire system was replaced. Further information from the healthcare provider has been requested.